Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an event of occlusion alarm on (B)(6)2024. Patient reported that the occlusion was in the tubing. Blood glucose level was displayed high at the time of the event. Patient took correction injection via mdi for the treatment. Patient changed supplies as necessary and resumed insulin therapy. No further information was available.